Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. No impact to the customer¿s blood glucose. Reportedly, reloaded the cartridge and resumed insulin successfully.